Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had bent cannula. The customer's mother reported that they had high blood glucose of 443 mg/dl at the time of incident. The customer's mother declined to troubleshoot for high blood glucose. The customer's mother also reported that they received no delivery alarms. The customer's mother reported that they were headed for hospitalization. The insulin pump will not be returned for analysis.